Event description:
It was reported that the patient with this pacemaker system stated that their remote communicator displayed a red call doctor (rcd) icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a patient initiated interrogation (pii) was unsuccessful. It was noted that three yellow sending waves (ysw) were observed. The patient stated having trouble with internet connection and switched to cellular transmission. A successful additional pii was completed. The rcd icon was reviewed and identified to be due to low out of range pacing impedances measured on the right ventricular (rv) lead. It was noted that the rv lead is a competitor lead. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, the competitor rv lead and communicator remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).